Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Hardware performance may have contributed to this event; however, the primary failure mode could not be determined. A beckman coulter field service engineer (fse) evaluated the instrument and identified a leaking wash syringe and also replaced multiple parts; including, the ise (ion selective electrode) buffer valves, buffer syringe and wash syringe which resolved the issue. (B)(4).

Event description:
Customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au680 chemistry analyzer. There was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer only provided one example of the erroneous patient results.